Event description:
It was reported in a letter to the editor in the september 2013 - vol. 33 no. 5 edition of peritoneal dialysis international, "increase in peritonitis rates with the reuse of drain tubing of the fresenius liberty cycler" that 21 incidents of peritonitis occurred across 9 patients. The study was across all patient at the clinic from january 2008 through january 2012, however the drain line reuse incidents were reported from september 2008 through april 2011. Within that time period eight patients had reported treatment with a liberty cycler and they had at least a single event of peritonitis. No information is available to differentiate the patients or how many information is available to differentiate the patient sor how many occurrences of peritonitis were reported for each patient. One patient was not using a fresenius liberty cycler but had two incidents of peritonitis; one with no growth in culture the other attributed to touch contamination. The occurrences of peritonitis were investigated to cause and association with patient demographics but the specifics of which are not available. The author attributes 19 cases where the reuse of the drain line could not be ruled out as contributory. The clinic instructed users to change their drain lines weekly. Note that the author acknowledges that the manufacturer's instructions recommend changing the drain line every day. In may 2011 the clinic began instructing users to change the drain line every day and the rate of peritonitis cases decreased. No patient outcomes were reported. Additional information has been requested.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a fresenius product. Due to lack of information an MDR will be filed against the product while undergoing review by the post market clinical department and manufacturing plant.